Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogrammed done. The patient underwent a revision procedure wherein the leads were repositioned and one lead was replaced. The explanted lead was not returned as it was discarded by the medical facility.